Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm vascular reconstruction device (encr402312 / 8546188) and an embovac 125cm large bore 71 catheter (ic71125ug / 31198056) was used for a thrombectomy and angioplasty procedure. During the procedure, the user reported compression/crushing of the embovac distal tip and unraveling/stretching of the embovac catheter body/shaft. When implanting the enterprise2 stent, the user reported impediment with no loss of cerebral target position and premature detachment of the stent from the delivery wire, which resulted in the physician removing the stent from the patient and completing the procedure without implanting a stent. The surgery was prolonged by about 15 minutes. The patient was admitted to the intensive care unit (ICU) after the procedure. The event was reported as such, ¿compressed & unraveled/stretched & impeded. It was reported that during the surgery, the large bore and microcatheter (other brands) were delivered to the lesion coaxially with the help of micro-guide wire. After withdrawal of the microcatheter and micro-guide wire, the large bore catheter was retracted under negative pressure to aspirate the thrombus. The angiography found that blood flow at the target location didn¿t recover. Therefore, the physician repeated the above steps to aspirate the thrombus for the second time, the blood flow recovered after the second aspiration. The physician removed the large bore catheter from the patient, it was found that the tip of the large bore catheter had been compressed/flat and a little unraveled/stretched. Given the treatment situation, the physician used balloon dilation and decided to implant a stent in the blood vessel. The stent was impeded in the y connector. The physician tried to retract the stent, the stent body was separated prematurely from the delivery wire. The physician removed the stent and gave up stent implant and completed the surgery. The surgery was prolonged about 15 minutes. The patient was admitted to the ICU after the surgery.¿ additional information was received on 18-oct-2024. Summary: per the information received, the patient has been discharged from the hospital. The events did not result in patient injury and/or prolonged hospitalization. It was confirmed transferring the patient to ICU after the procedure is considered routine practice. The final end of procedure mtici score was reported to be ¿3 points.¿ the 15-minute procedural delay was not considered to be clinically significant. Relevant anatomical information was reported as ¿moderate tortuosity, calcified vessel.¿ patient demographics and medical history were unobtainable; however, it was reported the patient was of advanced age.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Impeded with no loss of cerebral target position and premature detachment are known potential complications associated with the enterprise2 vascular reconstruction device. Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. However, premature detachment of the stent does present a potential risk; if the stent was prematurely deployed in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. Due to impediment and premature detachment of the stent, the procedure was completed without implanting the stent. Ultimately, the blood flow through the vessel was restored and there is no indication that the absence of the stent implant resulted in any impact to the expected surgical outcome. It was also reported that the patient was transferred to the intensive care unit (ICU) after the procedure; however, no adverse outcome to the patient was documented in the complaint report. As previously mentioned, it is considered standard of care/routine practice to transfer postoperative thrombectomy patients to the ICU. Therefore, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: it was reported, via a healthcare professional, that an enterprise2 4mmx23mm vascular reconstruction device (encr402312 / 8546188) and an embovac 125cm large bore 71 catheter (ic71125ug / 31198056) was used for a thrombectomy and angioplasty procedure. During the procedure, the user reported compression/crushing of the embovac distal tip and unraveling/stretching of the embovac catheter body/shaft. When implanting the enterprise2 stent, the user reported impediment with no loss of cerebral target position and premature detachment of the stent from the delivery wire, which resulted in the physician removing the stent from the patient and completing the procedure without implanting a stent. The surgery was prolonged by about 15 minutes. The patient was admitted to the intensive care unit (ICU) after the procedure. The event was reported as such, ¿compressed& unraveled/stretched& impeded. It was reported that during the surgery, the large bore and microcatheter (other brands) were delivered to the lesion coaxially with the help of micro-guide wire. After withdrawal of the microcatheter and micro-guide wire, the large bore catheter was retracted under negative pressure to aspirate the thrombus. The angiography found that blood flow at the target location didn¿t recover. Therefore, the physician repeated the above steps to aspirate the thrombus for the second time, the blood flow recovered after the second aspiration. The physician removed the large bore catheter from the patient, it was found that the tip of the large bore catheter had been compressed/flat and a little unraveled/stretched. Given the treatment situation, the physician used balloon dilation and decided to implant a stent in the blood vessel. The stent was impeded in the y connector. The physician tried to retract the stent, the stent body was separated prematurely from the delivery wire. The physician removed the stent and gave up stent implant and completed the surgery. The surgery was prolonged about 15 minutes. The patient was admitted to the ICU after the surgery.¿ additional information was received on 18-oct-2024. Summary: per the information received, the patient has been discharged from the hospital. The events did not result in patient injury and/or prolonged hospitalization. It was confirmed transferring the patient to ICU after the procedure is considered routine practice. The final end of procedure mtici score was reported to be ¿3 points.¿ the 15-minute procedural delay was not considered to be clinically significant. Relevant anatomical information was reported as ¿moderate tortuosity, calcified vessel.¿ patient demographics and medical history were unobtainable; however, it was reported the patient was of advanced age. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the delivery wire was returned for evaluation. Microscopic inspection was performed on the delivery component. It was observed to be in good condition; there was no structural damage. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue regarding a stent being separated prematurely from the delivery wire was confirmed during the inspection since the stent was found no longer attached to the delivery system. However, based on this, the issue regarding a stent being impeded in the y connector cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8546188. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.